Event description:
It was reported that the patient's device had been "disconnected". It was unknown if the lead or ins was intact. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v312712, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).